Event description:
Tampons pieces still inside me [foreign body in reproductive tract]. Tampon pieces tear off [device breakage]. When pull out the tampon pieces tear off [complication of device removal]. Case narrative: consumer reported via phone that the tampon pieces tore off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on april 5, 2023. An investigation is in progress for returned product received on april 6, 2023.

Event description:
Tampons pieces still inside me [foreign body in reproductive tract] . Tampon pieces tear off [device breakage] . When pull out the tampon pieces tear off [complication of device removal] . Case narrative: consumer reported via phone that the tampon pieces tore off. No serious injury was reported.

Event description:
Tampons pieces still inside me [foreign body in reproductive tract] . Tampon pieces tear off [device breakage] . When pull out the tampon pieces tear off [complication of device removal] . Case narrative: consumer reported via phone that the tampon pieces tore off. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on april 5, 2023. An investigation is in progress for returned product received on april 6, 2023.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampons pieces still inside me [foreign body in reproductive tract] tampon pieces tear off [device breakage] when pull out the tampon pieces tear off [complication of device removal] case narrative: consumer reported via phone that the tampon pieces tore off. No serious injury was reported.